Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed by a review of pictures. Visual examination of the provided pictures revealed that the concave tip (pad) of the impactor had snapped into two pieces. The device history record was not reviewed due to a lack of part and lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the plastic concave tip fractured into two pieces during glenosphere impaction. The event occurred intraoperatively during glenosphere impaction, and proper surgical technique was reported to have been adhered to. There were no consequences or impact to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). It is unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.